Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a j-pouch/large bowl resection. While firing for the third time on the open large bowel resection the could not fire the device. It was replaced using a new reload. This reload the surgeon could not articulate the jaw. The case was completed using a new device. No patient injury.